Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that the customer had an issue with tumescent infiltration pump. The customer states that over the past few months, after the tubing is attached to the pump and placed on the sterile field - the tumescent leaks out of the end onto the sterile drape customer states that over the past few months, after the tubing is attached to the pump and placed on the sterile field - the tumescent leaks out of the end onto the sterile drape prior to the procedure. This makes a mess of the back table and wastes their solution. Customer states that it seems as though the roller balls are not adequately holding the tubing especially on one side.